Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose over 300 mg/dl. The customer¿s blood glucose was 200- 300 mg/dl at the time of the incident and current blood glucose was 315 mg/dl. The customer had symptoms such as confusion. The customer was treated in the hospital. The customer alleges pump was under delivering because blood glucose kept rising. The customer was wearing the insulin pump at the hospitalization. The product will not be returned for analysis.